Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading at time of the call was 32mg/dl. It was reported that the customer received a replacement insulin pump and he reset the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.